Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) pump migration towards the back of his scrotum and was unable to pump the device. The surgeon decided to replace the pump and adjust the tubing accordingly for easier patient utilization. Pump removed and replaced without further complications.

Manufacturer narrative:
H6: device code corrected.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) pump migration towards the back of his scrotum and was unable to pump the device. The surgeon decided to replace the pump and adjust the tubing accordingly for easier patient utilization. Pump removed and replaced without further complications.